Event description:
The customer reported that there were ghost images on the display and loose connections on the hand switch.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.